Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During a femoral ivc filter insertion, sheath and dilator were prepped in sterile fusion advanced over wire. The dilator would not come out piece broke in the sheath, and was unable to wire (ampate or guidewire). The md interned with another guidewire and pulled the sheath with the dilator. The sheath still has part of the dilator in it. The sample is available.